Event description:
User stated they run bicarbonate in duplicate by having the assay installed on two different channels. User states the results did not agree when the same specimen was processed on both channels. He provided one example for bicarbonate recovering 20 mg per dl on one channel and 40 mg per dl on another. User stated about 10 patient samples were involved, but refused to provide specific patient data. No erroneous results were released and patients were not treated based on the results.

Manufacturer narrative:
The field service representative determined there was an occluded nozzle #3 and outer cell chamber #3. He removed the nozzle #3 tubing and cleaned the tubing manifold. He performed qc with all results within guidelines.